Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a low audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, the patient tested the functionality of the hypo repeat profile on high and low. The patient reported it was not that low previously.

Manufacturer narrative:
(B)(4).